Event description:
It was reported that therapy impedance measurements for the right side showed impedance above 4,000 ohms. Electrode impedance measurements were also above 4,000 ohms. Impedance measurements were re-conducted at default and all values were 1395 (both unipolar and bipolar). When voltage was increased to 2v impedance measurements were c/4=928, c/5=1868, c/6=928, c/7=1868 and all bipolars were 1868. Since implant the patient had experienced less efficacy on the right side, though he was getting some benefit for his tremor. When voltage was increased he experienced some bradykinesias, eye closing and facial pulling, and when stimulation was off, his tremor returned. No historical impedance values were available. Therapy impedance measurements were re-conducted and still showed impedance above 4,000 ohms. The patient has not had any falls or trauma and did not feel his stimulation had changed, nor had he experienced any shocking or intermittency in stimulation. Left side therapy was good. The patient was reprogrammed.

Event description:
Additional information received reported that an impedance check indicated normal values within range. Additional programming was I nvestigated, but on an unknown date. The patient's dbs system was operating without problems. No interventions were taken or planned. No patient outcome was reported.

Manufacturer narrative:
(B)(4). Lead: model 3389s-40, lot# v589335, implanted: (B)(6) 2011, explanted: na; lead: model 3389s-40, lot# v589335, implanted: (B)(6) 2011, explanted: na; extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer: model 7436, serial# (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but was working with the physician or manufacturing representative. An appointment was scheduled for (B)(6) 2012. According to the physician, there was no clinical event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a softer voice, slurred voice, and falls and trips while stimulation was turned on. When he turned the device off his tremors return but he was able to talk and walk. The patient had been reprogrammed at least 25 times in the last year, and spent 3 days recently in the hospital after which he was told there was nothing more that could be done. The patient had relief for 1-2 days after a reprogramming, but then the side effects started again. The patient had been leaving stimulation off and increasing his oral medication, but that caused him stomach pain and the patient stated he was worse off now than before the surgery. The patient's hcp did not want to explant due to the risk of bleeding. Additional information has been requested, but was not available as of the date of this report.